Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised due to aseptic loosening socket; aseptic loosening stem (right). (B)(4).

Manufacturer narrative:
This report will be updated when investigation is complete. This event occurred in (B)(6).